Event description:
It was reported that the patient was implanted a zimmer mmc cup 64mm/56mm code v on the left side on (B)(6) 2010. On (B)(6) 2010, loosening of the acetabular component was reported. To date, the patient has not been revised. The patient is currently being monitored.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).